Event description:
I was using my dexcom g7 sensor along with my tandem insulin pump (mobi). Dog woke me up and I checked my blood sugar at about 4 am and saw that it was about 217, which was surprising since I had given myself a correction a few hours earlier and my blood sugar had just kept going higher. So I checked my glucose with 2 different manual meters several times, and my glucose was around 70-75 each time. I recalibrated the cgm (continuous glucose monitor), but no longer trusted the sensor since I had several "brief sensor issues" with this particular sensor and the glucose graph was jumping all over the place, which usually means it's becoming unusable. This sensor still had 3 days left before needing to be replaced. But since it seemed unreliable, so I changed to a new sensor, ate some carbs, and waited for my blood sugar to rise before I went back to sleep. This situation was very dangerous, even life-threatening, since if my dog hadn't awakened me, I would have had a continuing decline in my blood glucose and my cgm would not have alarmed because it's glucose value was much higher than my actual blood glucose measurement and my pump was continuing to give me increased doses of insulin since my blood glucose was high.. I've had 2 low glucose events during sleep that resulted in seizures, so I have personal experience with the seriousness of this situation. I did not have a cgm when these seizures occurred, and those events prompted me to get a cgm. I'm a long time cgm and pump user, and haven't had an issue like this arise before while using a cgm. Thanks for the opportunity to report my concern.